Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Models include: prote cta xt d314tr6, evera xt dvbb1d4, viva xt dtba1d1, viva xt dtba2d1 since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Referenced article:failure to treat life-threatening ventricular tachyarrhythmias in contemporary implantable cardioverter-defibrillators: implications for strategic programming. Circulation: arrhythmia and electrophysiology. 2017; 10(9). Doi: 10.1161/circep.117.005305.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article. The article reports that there were patient deaths and patients who experienced failure to deliver therapy for ventricular fibrillation (vf), in part, due to undersensing. It was noted that five patients died from untreated vf, four patients experienced cardiac arrest requiring external shocks, and one patient was rescued by a delayed ICD shock. The author additionally reported that one of the patients that died suddenly also had a lead integrity alert triggered by double-counted electrocardiograms. The status of the device is unknown. Further follow up did not yet yield any additional information.